Event description:
It was reported that the patient went to the emergency room with a reported heart rate less than the lower rate set for the implantable cardioverter defibrillator (ICD). Isolated dropped beats were observed and the patient was symptomatic with pauses. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead implanted: (B)(6) 2013; 1388tc-46 st. Jude lead implanted: (B)(6) 2005. (B)(4).